Event description:
During service by baxter techinican the device failed accuracy test with under delivery. Per service shop, the hospital reprrsentative stated they have no record of any patient incident involving the pump since the last baxter service event.